Event description:
It was reported that the ventilator was operating but alarming while connected to a patient. The patient was transported by ems personnel to the hospital ER using manual ventilation. The physician at the hospital felt that the patient had been hypoxemic for approximately 45 minutes prior to arrival in the ER. The patient is still hospitalized.